Event description:
It was reported the customer received an occlusion alarm. There was no impact to customer's blood glucose level. Customer indicated that the cartridge and infusion set had been in use for three days and would be changed out.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.